Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a ticm115v4, -5.50/+4.00/102 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2020 the lens was explanted due to lens rotation not associated to a low vault and the problem resolved.

Manufacturer narrative:
H3- device evaluation: lens was returned dry, in a microcentrifuge vial with debris on product. Visual inspection found no visible damge to lens. Debris on lens surface was observed. Claim # (B)(4).